Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake was slipping. The technician cleaned the hi/low drive brake assembly to repair the bed.